Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient underwent a lead revision on (B)(6) 2025 (related manufacturer reference number: 1627487-2025-02220, 1627487-2025-02221). The lead was cut at the neck incision site and remainder of the lead remains in situ. Surgical intervention may be undertaken at a later date to address this issue.